Manufacturer narrative:
Block b3: exact date unknown, event occurred approximated 1 week prior the manufacturer becoming aware of the event.

Event description:
It was reported that the patient experienced impaired healing and dehiscence on the left side of her head approximately three months after the procedure to implant the deep brain stimulation (dbs) system. The physician assessed the patient to have thin skin coupled with other skin issues, and impaired healing due to smoking. The patient underwent a procedure where the left burr-hole cover removed and replaced with a non-boston scientific device, as the physician felt this would aid the patients healing. The patient did well postoperatively. Physical analysis of the dbs burr-hole cover was not performed as it was discarded by the facility.